Event description:
It was reported by the pt that she was having pain in the neck area around where the generator was implanted. The pt exerts herself quite frequently, and the pain started approx 3 weeks prior. The device had been disabled 8 years ago as she became seizure-free at that time. The pt was to have a consult for the possible removal of her device. The pt subsequently underwent a full explant surgery. The product has been rec'd for eval, though it has not been completed to date. Attempts for further info have been unsuccessful to date.